Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via left subclavian vein approach using the powerport clearvue isp. On (B)(6) 2025, subcutaneous leakage was found. The port was removed on(B)(6) 2025 and was replaced with a new port via right subclavian approach. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port clear vue isp implantable port with an attached catheter were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. No tool damage was observed to the port body. No tool damage was observed to the cath-lock. The cath-lock was fully seated to the port body. No break or leak was noted. The port body was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Another infusion test was performed with hydrostatic pressure applied by clamping the distal end of the attached catheter and no leaks were observed. Therefore, the investigation is unconfirmed for the reported leak issue as no break or leak was noted during sample evaluation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1 (initial reporter phone #, initial reporter fax #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure via left subclavian vein approach using the powerport clearvue isp. 3 weeks post procedure, a subcutaneous leakage was found. The port was removed on (B)(6) 2025, and was replaced with a new port via right subclavian approach. There was no reported patient injury.